Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. The customer performed troubleshooting on their own and found that the occlusion was within the cartridge. Supply changes were performed resolving the occlusions. Reportedly, the customer withdraws insulin from the used cartridges and mixes it with new insulin within the new cartridges in use. Tandem technical support advised the customer against these actions. Blood glucose (bg) level ranged between 300 mg/dl to over 500 mg/dl. Manual injections were administered to address bg level.